Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, when the needles were removed, the suture was not retrieved. Another proglide from the same lot was used with the same results. Hemostasis was achieved with a proglide from another lot. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). One unused sterile proglide device with the same lot number, 060116h, as the complaint device was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample. Review of the device lot history record did not reveal any nonconforming material records associated with the lot. A query of the complaint database was performed and there does not appear to be a product quality deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the anterior cuff engaged to the anterior needle tip and the link was still attached to the cuff. There was a presence of link bulb and this condition is consistent when the link was pulled from the posterior cuff. The link connects the anterior needle to the suture and if the link is pulled from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss (suture not retrieved). A link pull can be influenced by many factors including, but not limited to, manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and/or excessive force caused by high friction against the suture due to challenging anatomies. The analysis of the returned device did not find any manufacturing or quality deficiency. To assure that all products perform according to specifications, they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. A cause for the reported inability to retrieve the suture could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.